Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device was suspected of behaving in a manner consistent with a premature battery depletion. A disc analysis was sent to engineering for review. Technical service (ts) consultant confirmed normal power consumption, no evidence of a premature battery depletion. The device remains implanted. No adverse patient effects were reported. New information was received that this pacemaker device was surgically explanted due to exhibiting behavior consistent with premature battery depletion. A new device was implanted. The device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.